Event description:
It was reported that this peritoneal dialysis (pd) patient expired while doing a treatment on the liberty select cycler. The patient was in a drain at the time of death. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was at home in treatment with the liberty select cycler on (B)(6) 2022 when he passed away. The death occurred at the patient¿s home. The cause of death had not been determined. No issues were documented with the liberty select cycler or the patient¿s treatment on the date of the death. There was no additional information available pertaining to the death.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Although a cause of death has not been determined, the pdrn stated there were no documented issues with the cycler or the patient¿s treatment on the date of the death. Long-term survival rates for pd patients remains poor with only 11% surviving past 10 years. Cardiovascular disease accounts for most deaths as dialysis patients have many traditional and nontraditional cardiovascular risk factors. Based on the limited information and no allegation or evidence of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this peritoneal dialysis (pd) patient expired while doing a treatment on the liberty select cycler. The patient was in a drain at the time of death. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was at home in treatment with the liberty select cycler on 01/apr/2022 when he passed away. The death occurred at the patient¿s home. The cause of death had not been determined. No issues were documented with the liberty select cycler or the patient¿s treatment on the date of the death. There was no additional information available pertaining to the death.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, and valve actuation test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this peritoneal dialysis (pd) patient expired while doing a treatment on the liberty select cycler. The patient was in a drain at the time of death. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was at home in treatment with the liberty select cycler on (B)(6) 2022 when he passed away. The death occurred at the patient¿s home. The cause of death had not been determined. No issues were documented with the liberty select cycler or the patient¿s treatment on the date of the death. There was no additional information available pertaining to the death.